Manufacturer narrative:
Date of report received 30 may2019. MFR received date 04 apr 2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the battery, (user interface)ui board and the (power management) pm board. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27mar2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit turns on by itself with (alternating current) ac power connected and disconnected. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.